Event description:
A power-on-reset (por) condition was reported and a "call your doctor" icon was displayed. This was noted to have occurred the night prior to the report while the patient was attempting to turn stimulation on. The reporter inquired if the por would indicate ¿if one of the leads popped out of the patient¿s nerve or something¿. It was noted that the patient was going to continue contacting his healthcare provider¿s (hcp's) office. Approximately a week later, it was reported that the patient experienced a loss of therapeutic effect. The reporter inquired if the patient had to wait 5-7 days before switching programs even if the patient had symptoms and ¿was exploding¿. It was noted that the patient had been instructed to do that, but had had two devices previously and was never instructed to do that. The reporter stated that for his most recent surgery, ¿they did not do it how they did it the first time and didn¿t abide by the guidelines¿. It was noted that for the patient¿s first implant, he was kept awake for the surgery so he could tell them if he felt stimulation. During his most recent surgery however, he was put to sleep completely. The reporter noted that the patient was going to try making changes later on. It was later reported that the patient had a "fully catter" in them since (B)(6) of this year. The patient had reportedly attempted to contact their hcp to no avail. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v089506, implanted: (B)(6) 2008, product type lead; product ID 3889-28, lot# va080ee, implanted: (B)(6) 2013, product type lead. (B)(4).